Event description:
The customer reported less than 30 ml of a blue green uncontained fluid leaked from a coulter lh 750 hematology analyzer onto the counter while cycling controls in secondary mode. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/18/2015. The fse confirmed a leak from yellow striped tubing through pinch valve vl 12b. The fse replaced the tubing, resolving the leak. The repairs were verified per established service procedures. (B)(6).